Event description:
Four sutures were used during a valve replacement procedure. Reportedly the sutures broke and at that point the surgeon switch to another sutre. The valve had to be removed and the procedure was restarted from the beginning extending the pt's surgical time.